Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier select ous mr 32 x 2.50 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located at 17.9 cm distal to the distal end of strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-jun-2020 it was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.5x30mm, eccentric, de novo target lesion with a significant bend of >=90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. A 32 x 2.50mm promus premier select drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.